Manufacturer narrative:
(B)(4); a boston scientific technical services consultant discussed that the issues could be related to radiation therapy. The consultant discussed performing a save memory to disk for the patient's physician to review. The caller will recommend follow up sooner with the patient's following physician. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this nursing home patient was not feeling well and was hospitalized. Device interrogation revealed the device was in power on reset (por) and was operating in single chamber mode and outputs. The patient was experiencing congestive heart failure (chf) possibly due to the loss of av synchrony. The device was re-programmed for this patient. The caller stated that the patient had been undergoing radiation; however, the device was evaluated after each session. No adverse patient effects were reported.